Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: left unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an unknown saline breast implants which the right side deflated after implantation. Patient woke up with the right side deflated. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503380 serial number (B)(4), and right replaced with catalog number 3503380, serial number (B)(4) on (B)(6) 2018.